Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system generated elevated dbil( direct bilirubin) results on lipemic and hemolyzed samples on two different days. Customer reported that the elevated dbil results were evidenced with dilutions. Customer reported that the erroneous results were reported outside the laboratory. Customer reported that the doctor questioned the results. Customer reported the samples were rerun and the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
The quality control (qc) data provided by the customer showed some imprecision. Root cause is unknown. The elevated dbil results appear to be due to reagent issue. Bec does not have any information on the reagent lot that was used. Elevated dbil results were generated on two different days. This report is one of two reports related to two events that occurred on two different days. This report is related MDR#2050012-2011-08145.

Manufacturer narrative:
.